Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not properly declare a low transmitter battery continuous glucose monitor alert. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issue.